Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc failed to boot up, it did not display images. Upon troubleshooting, fse found that the actual root cause of the issue was one of the cable connectors was loose at the flexvision pc which was caused when pushing back cabinets to its original position. To resolve the issue, fse reseated all cables, reloaded software for flexvision and reconfigured system including reseated all dvi connector. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision pc failed to boot up, it did not display images. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.